Event description:
It was further reported that the procedure was for treatment of a severe, non-healing wound of the right foot. A non bsc atherectomy device was used to treat lesions in the peroneal and popliteal arteries. While attempting to treat higher up in the superficial femoral artery (sfa) the atherectomy device became jammed in the lesion. While attempting to remove the atherectomy device, a fragment of the choice pt guide wire was detached in the sfa. A snare was used to remove the guide wire fragment and follow up arteriogram revealed it was completely removed. As significant residual stenosis remained in the sfa, angioplasty was then performed with an unspecified long 6mm balloon.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was for treatment of a severe, non-healing wound of the right foot. A non bsc atherectomy device was used to treat lesions in the peroneal and popliteal arteries. While attempting to treat higher up in the superficial femoral artery (sfa) the atherectomy device became jammed in the lesion. While attempting to remove the atherectomy device, a fragment of the choice pt guide wire was detached in the sfa. A snare was used to remove the guide wire fragment and follow up arteriogram revealed it was completely removed. As significant residual stenosis remained in the sfa, angioplasty was then performed with an unspecified long 6mm balloon.

Manufacturer narrative:
Device evaluated by MFR: visual analysis revealed the device was received in two portions. The distal tip portion of the wire was curled up and measured approximately 3cm. The proximal portion measured approximately 296.5cm with bends noted approximately 0.5 and 1.5cm from the fracture site. Sem lab analysis of the proximal fracture site observed a striation product of a twist force in a torsional direction, with characteristics of ductile material, also fracture evidence of a bending deformation. No material anomalies were found. Fracture was due to a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, the tip of the guide wire became detached. The lesion details are unknown. During the procedure, the tip of the 300cm choice guide wire detached. The wire fragment was successfully removed without issue. There were no additional patient complications reported and the patient's status is ok.